Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph showed the presence of a hair strand on the tubing. The reported condition was verified via the photograph. The cause of the condition was a manufacturing issue. Actions have been implemented to make personnel more aware. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a human hair was discovered inside the tubing of an irrigation set. This was identified during set-up. There was no patient involvement. No additional information was available.